Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on the ilet bionic pancreas experienced persistent hyperglycemia while transitioning to u-200 insulin and planning a factory reset, with no device alerts or alarms reported and no hospital admission. Symptoms included elevated glucose values with a reported average of 288 mg/dl and a low time in range. Outcomes included continued use of the system with education provided and a referral for additional training. Investigation included customer support outreach, review of reported glucose metrics, and user coaching on meal entries, snack handling, hypoglycemia treatment, supply change procedures, and preparation for a factory reset. Investigation of this case revealed no confirmed device malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined and user-related or clinical factors could not be excluded.